Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) over 600 mg/dl with no symptoms reported. It was reported that the patient experienced a bent cannula with their infusion set. Reportedly, the patient remained on the pump and self-treated with an insertion site change. During troubleshooting with customer technical support (cts), it was revealed that the patient¿s occlusion sensitivity was set on low; therefore the occlusion threshold was not reached and no problems were found with the pump. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in having the occlusion sensitivity set to low.

Manufacturer narrative:
Follow-up #1: date of submission 01/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: the pump's black box showed dates from (B)(6) 2016. The pump information for the complaint date on (B)(6) 2014 had been overwritten due to continued use of the pump. According to the alarm history, the pump was capable of producing occlusion alarms. One occlusion alarm was recorded on (B)(6) 2016 at 03:29. The pump was returned with the occlusion sensitivity level set to ¿high.¿ no occlusion alarms occurred during a 24 hour duration testing. A force sensor calibration test confirmed that sensor was detecting the correct force. An occlusion alarm was reproduced for the investigation; the pump gave the appropriate sound warning and displayed an alarm message on the screen. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The battery compartment was cracked above and below the bumper pad. The display screen had a pinkish contrast.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.